Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed. When the lead was connected to the new device high, out of range, hv lead impedance was noted. The lead was capped and replaced without complications.

Manufacturer narrative:
(B)(4).